Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, he still had glare and cannot see to read. Additional information was requested.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of correct complaint model of iol. G.9. Manufacturer report number corrected and reported under 9612169-2022-00451 additional information provided in d.1., d.2., d.3., d.4.,d.6a.,e.1., g.1., and g.4. The manufacturer internal reference number is: (B)(4).